Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿internal sterile package was ripped. Item removed from field, opened a new box of cement.¿ the device was not returned for examination, but the hospital team have provided a picture of the damaged device. The picture shows one edge of appears to be a paper/ poly pouch and a patient label confirming the device identification details; due to the quality of the picture, it is not possible to identify the position of the damage on the pouch. The damaged area is approximately 6mm long. The picture confirms the complaint description. The package of the inner powder bag inside the sterile barrier pouch is folded to fit into the outer foil pouch to prevent moisture reaching the powder. The fold lines are a natural point of weakness of the package. All cement packages are manually filled and checked, therefore if a tear was present prior to shipment it would be identified during the production process. There is not enough information available to confirm a root cause for this damage. However, it is likely that weakness along a fold line has been exacerbated during transport/ storage. Dva-107020-fde rev 8 was reviewed for this failure mode, and it is recognised on lines 104 to 107 in each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Internal sterile package was ripped.